Event description:
Customer reported an emergency room visit for high blood glucose levels. Customer reported having ketones, but not in diabetic ketoacidosis (dka). Customer stated that the insulin pump alarmed threshold suspend. Customer was wearing the pump at the time of emergency room visit. Customer's blood glucose reading was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).